Event description:
The sales representative reports on behalf of the hospital: the tubing cracked on the drainage system.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.